Manufacturer narrative:
The MFR has reviewed the treatment data files related to the reported event. The reported event has been confirmed as a flow rate discrepancy. An investigation into flow rate discrepancies is ongoing. There was no blood loss or other clinical consequences for the pt reported as a result of this event.

Event description:
The customer reported a frozen screen linked with a flow rate discrepancy. At 13h00, the nurse wanted to change her pt fluid removal rate from 250ml/hr to 130ml/hr. When she pressed the fluid removal key, she had a kind of split screen. On the blood flow rate line, the numbers were highlighted in red and the wording was in white. On the pt fluid removal line, the numbers were in white and the wording was in red. All the keys in the bottom were in grey and not working, except the help key which she pressed. She was able to navigate through the help page. When she exited the help screen, all was back to normal on the flow rate screen. She then entered 130ml for pt fluid removal and pressed enter. At 14h00, when she looked back to her history, she was surprised to see that only 13ml of fluid were taken from the pt. Going back to the flow rate screen, the pt fluid removal was set to 0. She tried to set up another rate, but nothing was possible then. She called the educator in and she was told to bring all rates to 0 which she did at 14h30. Then she entered back all rates at the desired level and everything worked well afterwards.